Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that there were circumferential abrasions to the distal end of the device. There were also circumferential abrasions to the proximal end of the device near the shoulder and approximately 0.750 in from the shoulder. There is also damage noted to the square quick connect end, which is consistent with attempting to assemble the mating part when misaligned.

Event description:
It was reported on 03/02/2022 by a facility representative via sems that an ar-9597-15 angled reamer sleeve was catching the ar-9676 reamer shaft. This was discovered during a case with no patient harm.